Event description:
It was reported that the patient was believed to be a twiddler. The right ventricular lead -had pulled back-. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.